Manufacturer narrative:
Exact date unknown, event occurred several weeks ago from the aware date.

Event description:
It was reported that the patient experienced a stabbing pain in the neck and it is unknown if it was device related. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was not returned.